Event description:
Report submitter has been having issues with the freestyle libre 3 sensor. He states he may get no reading, low readings or high readings. The last reading was off by 20 points. Reporter tried to switch to another sensor and the same issue occurred. Ref report: mw5158632.